Manufacturer narrative:
Result: the motion interrupt pan was missing.

Event description:
It was reported by service report that the bed was missing the motion interrupt pan. No pt involvement or adverse consequences were reported.